Manufacturer narrative:
Mdrs 2517506-2017-00706 and 2517506-2017-00708 were also filed for the same customer inquiry. The customer contacted the customer care center about abnormal assay flags obtained with the individual patient samples and discordant elevated results obtained upon dilution of the samples. A siemens headquarters support center (hsc) representative evaluated the instrument data logs and the information provided. Hsc has reviewed the data and observed abnormal assay flags indicating the result monitor expected absorbance/kcount was not met for a specific cuvette. Per the dimension vista operator's guide, results flagged for abnormal assay cannot be reported. Result monitor b for vanc measures nonspecific binding, which checks for aggregation when particles and samples are present without antibody, and flags at factor of 1.5 above mean. Nonspecific binding may be caused by a specific specimen that causes nonspecific agglutination of the particle or instability of the particle reagent. Diluting the sample will also dilute the interferent causing nonspecific binding. Siemens has been informed that the patient has been found to have a paraprotein. Hsc concluded that an interfering substance in the patient samples caused nonspecific agglutination of the vanc particle reagent which resulted in falsely elevated results. The system flagged the samples appropriately and is working as intended. The customer stated that quality control recoveries were within laboratory acceptance ranges. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated vancomycin (vanc) results were obtained on multiple patient samples on the same date on one individual patient on the dimension vista 1500 instrument. The results were reported to the physician who questioned the results. A different sample from the same patient was run on an alternate non-siemens system and a lower result was obtained. The customer stated that the vancomycin treatment was stopped due to the discordant falsely elevated vanc results. There are no reports of adverse health consequences due to the discordant falsely elevated vanc results or the discontinuance of vancomycin treatment.